Manufacturer narrative:
(B)(4) damaged ancillary trocar. Corrected data: catalog # = cdh25. The analysis results found that one cdh25 was received instead of a cdh29. The device arrived in good visual condition and with the tip of the ancillary trocar lodged inside the anvil shaft. The breakaway washer was present and uncut and the device was received fully loaded with staples. After further analysis, it was noted that the locking springs on the anvil were scratched. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. To detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. The device was tested for functionality using a test anvil, the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic rectum resection procedure, the surgeon tried to connect the "head" with the stapler and the tri-stapling pin broke up. Another device was used to complete the procedure. There were no adverse consequences for the patient.